Manufacturer narrative:
The device has not yet been returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece and became lodged in the patient's shoulder. A second procedure was required to remove the needle. The needle was successfully removed and there were no patient complications.